Event description:
The customer reported that during an end to end anastomosis, an end tone, indicating a completed seal cycle, was provided by the generator but the device did not seal at the tip of the device. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.